Event description:
It was reported that during a right salpingo-oophorectomy procedure, while trying to remove a very large ovary, the pouch tore by the metal ring. A second pouch was pulled and while trying to pull the large ovary through the hole. The pouch tore. The contents did not fall out of the pouch. The surgeon is not sure if any of the pouch fell into the patient but was calling to see what would happen if there was a piece of the pouch left into the patient. They cut the large ovary into smaller pieces and removed the ovary with no further problems. The patient was a very large person with a bmi of over (B)(6). The case was completed with no patient consequence. The first two pouches were discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.